Event description:
Meter name: one touch basic original, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: weak. A patient reported they were hospitalized. Their meter allegedly would only prompt clean test area. The result on their meter was unable to get a blood reading. The result on the ER meter was unknown. The time difference between patient's meter and ER meter was no comparison was performed. Treatment was unknown. No further information has been reported.